Event description:
It was reported that the patient expired due to systolic heart failure, ventricular tachycardia, and acute hypoxic respiratory failure. The patient's implantable cardioverter defibrillator (ICD), right atrial (ra) lead, and right ventricular (rv) lead were explanted.

Manufacturer narrative:
The reported event was patient death. As received, the connector portion of the lead was returned for analysis. Final analysis did not find any anomalies except for procedural damage.